Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 29-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (2.0 mg/ml at 1.3015 mg/day) and bupivacaine (30.0 mg/ml at 19.523 mg/day) via an implanted pump. The indication for use was non-malignant pain and lumbar radiculopathy. It was reported, on (B)(6) 2018, the patient had elevated pain since the previous visit. A transforaminal lumbar epidural steroid injection was performed on (B)(6) 2018. On (B)(6) 2018, the patient had persistent severe pain throughout lower back and lower extremities. On (B)(6) 2018, the catheter was spliced with a new spinal segment and the previous catheter was tied off, as there was resistance when attempting to remove it. A catheter kink was observed at the anchor tail. It was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the cause of the catheter kink was not determined. The patient's baseline weight was (B)(6). No further complications were reported.